Event description:
It was reported that during initial implant procedure, it was noted that the stylet was stuck inside patient's new left ventricular lead. The stylet was not able to be removed from the lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead was returned in one piece with stuck stylet. The poly tetrafluoroethylene coating of the stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the crimp sleeve were found pulled out through the connector cap stretching the inner coil which is consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin to be pulled out through the connector assembly.